Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria.

Event description:
Customer received two false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the two false positive results. See case-(B)(4) for alternate false positive result. Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 22496e, reader sn (B)(4). A repeat cue test performed on the same day provided a negative result. Customer tested negative with an unspecified sars-cov-2 pcr test on an unknown date.